Event description:
Additional information was received 05jul2021: the device was not handled by or in the proximity of any metal tools. Sterile saline was used to inflate the balloon. The device was leaking from the middle of the balloon. Blood loss before device placement was 800 ml. Blood loss after device placement was 200 ml. Blood loss volume was determined by gauze.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. Event description: as reported, during treatment of postpartum hemorrhage, a bakri tamponade balloon catheter leaked from the middle of the balloon. The device was inserted and then started inflation with sterile saline when leakage was noticed. The device was removed and replaced with another one with which hemostasis was achieved. Blood loss before device placement was 800 ml. Blood loss after device placement was 200 ml. Blood loss volume was determined by gauze. No adverse effect to the patient has been reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One bakri tamponade balloon catheter was returned for investigation with the shipping box with heavy biological material. A function test was performed, and leakage in the balloon material was confirmed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of postpartum hemorrhage, a bakri tamponade balloon catheter leaked. The device leaked during initial inflation following insertion. The device was removed and replaced with another one with which hemostasis was achieved. No adverse effect to the patient has been reported as a result of this occurrence. Additional event information has been requested.